Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level as well as high blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl, 49 mg/dl, 300 mg/dl. Customer was treated with food for low blood glucose level and insulin pump for high blood glucose level. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of high blood glucose event. Customer stated they allege insulin pump was over delivering. Customer was performed high pressure test and no issue was confirmed. Troubleshooting was performed. The insulin pump will not be returned for analysis.